Manufacturer narrative:
Additional information: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on nasal swab samples on an unknown number of patients and unknown dates. Confirmatory pcr testing (panther hologic) was performed on combined nasal/throat samples which generated negative results. The patients were reported to have been asymptomatic at the time of testing. No additional information was reported.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.